Event description:
The patient is currently in rehab and doing well. The manufacturer received an update that the pvs valve was implanted in the correct position, and no exact time has been found on the cross clamp time but it was delayed.

Event description:
On (B)(6) 2016, the manufacturer was notified of the following: the surgeon implanted a large perceval valve and upon examination, the valve looked good after coming off clamp. While coming off pump, the tee showed severe ai. The surgeon reoperated the patient and saw that the valve had moved up part way out of the annulus. The surgeon the removed the valve and attempted to reimplant the same valve, only to find the same thing happen again. He then switched to a new large perceval valve and the implant was successful. Right before implanting the new valve, he resized the annulus and confirmed the patient required a large perceval valve.